Event description:
It was reported that the pt was explanted of concerned soundbridge due to an infection. To date no further information has been received.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.